Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction on the glenosphere while following the correct surgical technique. During the first use of the device, the plastic piece of the device broke off. The procedure was completed with an alternate instrument. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h8 the reported event is confirmed with pictures. Visual examination of the provided pictures identified the pad fractured. Visual examination of the returned product identified signs of repeated use and wear and tear. The strike plate of the device is gouged, the handle near the proximal end is gouged, the prongs of the device are damaged and there is also damage at the distal end of the inserter base. The threads of the inserter have debris in them as well. The inserter end cap was not returned with the device. Measured features on the print. All measurements were conforming to the print specification. Further analysis could not be performed as the pad was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.